Manufacturer narrative:
H.6: result codes: power cord plug missing ground prong and power cord plug with loose power prong.

Event description:
It was reported by service report that the bed had intermittent power, and the ground prong was missing. No pt involvement or adverse consequences were reported.